Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
An article was published titled, 'using first eye early vault to determine icl size for the second eye: a retrospective analysis of bilateral phakic intraocular lens implantation'. In this retrospective study, 509 patients (1018 eyes) receiving bilateral icl v4c implants were evaluated. Surgical management method was as follows: the vault was measured at 2 hours after the first eye surgery, and selected icl size for the second eye based on the vault of the first eye. The bilateral vault was measured and evaluated between different periods of follow-up. Postoperative follow-ups were scheduled at 1 day, 1 week, 1 month, and 3 months. Fifteen eyes (15/1018,1.47%) underwent icl re-alignment or exchange due to abnormal vault. Three eyes underwent exchange and 3 eyes underwent repositioning due to low vault. Three eyes underwent exchange and 6 eyes underwent repositioning due to high vault. The incidence of secondary surgery in the second eye was 0.39% (2/509), which was significantly lower than 2.55% (13/509) of the first eye. The author concludes that choosing the icl size for the second eye based on the vault value of the first eye can effectively minimize the need for subsequent surgeries. Per the author it was also observed that the initial postoperative vault (2 hours) tends to diminish over time, with a more substantial reduction occurring within three months post-surgery, especially in eyes with higher initial vaults.